Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler was unable to fire, the surgeon was unable to press the green button and squeeze the handle. There was no patient involvement